Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated to the right ovary / the right is possible displaced within the ovary'), pelvic pain ('pain') and oophorectomy bilateral ('had to remove both ovaries instead of just one') in a 26-year-old female patient who had essure (batch no. 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nervous system disorder, mental disorder, tonsillectomy & adenoidectomy and tubal ligation. Concurrent conditions included overweight, headache, anxiety depression, menses irregular, hot flashes, mood swings, nausea, motion sickness, back pain, pain abdominal, pelvic distension, cervix inflammation, chronic cervicitis, uterine cervical squamous metaplasia, nabothian cyst, paratubal cyst and difficulty in walking. Concomitant products included medroxyprogesterone acetate (depo provera) and vilazodone hydrochloride (viibryd). In july 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one:"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and complication of device removal ("complication of device removal") and underwent oophorectomy bilateral (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, oophorectomy bilateral, dysmenorrhoea, weight fluctuation, vulvovaginal pain and complication of device removal outcome was unknown. The reporter considered complication of device removal, device dislocation, dysmenorrhoea, oophorectomy bilateral, pelvic pain, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight 165 lbs. Patient had an ultrasound that showed her essure migrated to the right ovary. Were you advised of any complications from your essure removal procedure? Yes. Content of the communications: had to remove both ovaries instead of just one. Date of communications: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure devices are visualized. The right is possible displaced within the ovary, correlating with patient's area of pain. Essure migrated to the right ovary.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: pelvic pain. Concerning the injuries reported in this case, the following one was reported via patient¿s medical record: device dislocation. Lot number: 740669 manufacture date: 2010-06 expiration date: 2013-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event: had to remove both ovaries instead of just one added. Reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated to the right ovary / the right is possible displaced within the ovary') and pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nervous system disorder nos, mental disorder, tonsillectomy & adenoidectomy and tubal ligation. Concurrent conditions included overweight, headache, anxiety depression, menses irregular, hot flashes, mood swings, nausea, motion sickness, back pain, pain abdominal, pelvic distension, cervix inflammation, chronic cervicitis, uterine cervical metaplasia, nabothian cyst, paratubal cyst and difficulty in walking. Concomitant products included medroxyprogesterone acetate (depo provera) and vilazodone hydrochloride (viibryd). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one:"). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and complication of device removal ("complication of device removal"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, weight fluctuation, vulvovaginal pain and complication of device removal outcome was unknown. The reporter considered complication of device removal, device dislocation, dysmenorrhoea, pelvic pain, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight 165 lbs. Patient had an ultrasound that showed her essure migrated to the right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6)2017: bilateral essure devices are visualized. The right is possible displaced within the ovary, correlating with patient's area of pain. Essure migrated to the right ovary.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: pelvic pain. Concerning the injuries reported in this case, the following one was reported via patient¿s medical record: device dislocation. Most recent follow-up information incorporated above includes: on 23-jul-2019: medical records received. Event from mr: essure migrated to the right ovary / the right is possible displaced within the ovary. Medical history and concurrent condition were added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated to the right ovary / the right is possible displaced within the ovary') and pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nervous system disorder, mental disorder, tonsillectomy & adenoidectomy and tubal ligation. Concurrent conditions included overweight, headache, anxiety depression, menses irregular, hot flashes, mood swings, nausea, motion sickness, back pain, pain abdominal, pelvic distension, cervix inflammation, chronic cervicitis, uterine cervical squamous metaplasia, nabothian cyst, paratubal cyst and difficulty in walking. Concomitant products included medroxyprogesterone acetate (depo provera) and vilazodone hydrochloride (viibryd). In july 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one:"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and complication of device removal ("complication of device removal"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, weight fluctuation, vulvovaginal pain and complication of device removal outcome was unknown. The reporter considered complication of device removal, device dislocation, dysmenorrhoea, pelvic pain, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight 165 lbs. Patient had an ultrasound that showed her essure migrated to the right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure devices are visualized. The right is possible displaced within the ovary, correlating with patient's area of pain. Essure migrated to the right ovary.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: pelvic pain. Concerning the injuries reported in this case, the following one was reported via patient¿s medical record: device dislocation. Lot number: 740669 manufacture date: 2010-06 expiration date: 2013-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain / loss specify which one:"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and complication of device removal ("complication of device removal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, weight fluctuation, vulvovaginal pain and complication of device removal outcome was unknown. The reporter considered complication of device removal, dysmenorrhoea, pelvic pain, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-jul-2019: plaintiff fact sheet received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs-complication of device removal, dysmenorrhea (cramping), pain, weight gain / loss specify which one: vaginal pain. Aka name, medical history, lab data, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.